Manufacturer narrative:
This complaint identified as pump speeding. Although the clinician's description of the events that occurred differ from the info recorded by the hosp's biomedical technician from the events history, it appears that unexpected software behavior (blood pump speeding up, recurrent self-tests, access disconnection alarms for no apparent reason, self tests freezing for greater than thirty minutes, and a frozen touchscreen) resulted in the nurse being unable to continue to operate the machine. A gambro service technician inspected the machine and found it within specification. He was unable to duplicate the reported condition. He did not observe any software anomalies. The cause of death for the pt was acute hemorrhage. Neither the physician nor the ICU nurse who were caring for the pt believe that the events that occurred on the machine caused or contributed to the pt's death. An autopsy was not performed.